Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the patient was undergoing cataract surgery, the surgeon discovered that the outlet pipe connection of the tubing was broken and could not be used normally. The pipe had to be replaced and there was delay in procedure. There were no interventions performed. No further information was provided.